Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of significant inflammation, post-operatively after bilateral prk (photorefractive keratectomy) surgery. This was noted on the five day post-operative visit. Reporter also informed that the pt had not been using antibiotic drops, but was using the non-steroidal anti-inflammatory drops, tears, and occasionally the 'pink cap' drop. Pt commented being confused about what drops he should've been taking and complained of halos, glare, and shadows. Upon follow up, reporter informed that the pt's visual acuity was still fluctuating, as a result of resolving inflammation. Pt was instructed to take steroid drops six times per day, until the two week post-operative visit. Pt was also referred to a cornea specialist. Additional information has been requested. This report references the pt's right eye. An additional report will be filed for the left eye.